Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) with biopsy and clipping procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed but failed to release from the catheter. Eventually, the clip was release after applying force for three minutes, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.